Event description:
The physician reported the pt was suffering from a subarachnoid hemorrhage (sah) prior to treatment, and a brain stem compression. During preparation, the physician noticed that a small amount of water had exited at the proximal hub of the delivery catheter., and that a majority of that flush exited at the distal tip. The physician reported he decided he was able to position the system across the aneurysm. However, the physician was unable to deploy the stent. The physician reported that when he applied add'l pressure on the stabilizer, the stabilizer kniked. The physician reported it then became impossible to move the stent within the delivery catheter. The physician reportedly removed the system, and completed the procedure with the use of another similar system without any further complications. The physician reported that the pt's sah and brain stem compression were both symptoms unrelated to the complaint. There was no allegation of harm as a result of the reported malfunction.

Manufacturer narrative:
The physician reported the pt's sah and brain stem compression were both symptoms unrelated to the complaint. No info was reported indicating that the pt's condition was worsened as a result of this phenomenon. In addition, there was no info provided that indicated the pt experienced any add'l adverse effects. PMA/510(k): h020002/s4, h020002/s5. The device in question has not yet been returned to boston scientific for further investigation. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. If the device is returned, and further significant info is found, a supplemental report will follow.